Event description:
Philips received a complaint on the heartstart mrx indicating that the operational check failed. There was no patient involvement at the time the issue was discovered. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to a processor pca failure. The root cause of the processor pca failure could not be determined. The issue was resolved by replacing processor pca and the product is back in service. However, customer did not provide further information about repair.

Manufacturer narrative:
Phone number: (B)(6).